Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'damaged button on keypad' which was reproduced during evaluation. Evaluation found the keypad failed to function normally, the second from the left of the keypad's blue key was damaged and the second column of keys from the left side of the keypad did not function normally. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a top row of numbers on the keypad that were not working. There was no patient involvement. No additional information is available.